Event description:
Left extracapsular cataract removal procedure was underway. First lens inserted was implanted and explanted because surgeon found lens to be defective. Explanted lens was cca0t0 14.0. Second lens opened, was also cca0t0 14.0, but haptic coming out of lens was strait, so could not be used but did not come in contact with the patient. Surgeon requested sa6awf 14.0 lens which was implanted in the patient.